Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had presented to the emergency room after experiencing multiple arrhythmic events. The patient has a history of ventricular tachycardia (vt) storms. The last episode recorded in device memory was an episode of ventricular fibrillation (vt) that was treated with anti-tachycardia pacing (atp) which boston scientific technical services (ts) indicated likely accelerated the rhythm. A shock was then delivered, which did not convert the rhythm. A second shock converted the arrhythmia, which by then was ventricular fibrillation (vf). A four second pause occurred before post-shock pacing began. No additional adverse patient effects were reported. The patient was admitted to the hospital and defibrillation threshold (dft) testing was performed. The rhythm was converted with a 31 j shock. No additional adverse patient effects were reported. This device remains in service.